Event description:
It was reported that a power on reset (por) occurred. The patient had a hip surgery on (B)(6) 2011. There were no known environmental changes. Additional information received reported that the code was unknown and the cause was unknown. The por was cleared and the patient received stimulation.

Manufacturer narrative:
Product ID 3888-45, lot# v588269, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot# v668801, implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).